Event description:
It was reported that a revision surgery was performed due to cup migration. Cpcs stem removed for access to cup. Cup removed. Bone grafting and 50mm contour care used to recontruct acetabulum. A 43 polar cup cemented into cage. New cpcs stem inserted with 22 +0 mm head.